Manufacturer narrative:
Additional information: upon analysis, a false elective replacement indicator (eri) was confirmed in the laboratory. Review of the device image noted the false eri while the device was implanted, which was attributed to autocapture being programmed on and in high output mode. Review of battery trend data indicated the average monthly battery level was above eri throughout the entire implant duration. A longevity calculation was performed based on the available programmed parameters and usage information and was found to be within the expected limits. The device output was measured, and all outputs were normal. The device was programmed to nominal settings and interrogated in both unipolar and bipolar modes with a standard load. No anomalies were noted. The device was subjected to temperature cycling and vibration stress tests in an effort to stimulate and identify any abnormal function; no anomalies were found. The device was interrogated post-temperature cycling and post-vibration stress tests in unipolar and bipolar modes when using standard loads, and no anomalies were found.

Event description:
During follow-up, the device was found at eri but the longevity estimate was two years. Premature battery depletion was not alleged or ruled out. The device was explanted and replaced and the patient was stable.